Manufacturer narrative:
The pump has been returned to animas. Evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There is no evidence the issue caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2017 with the following findings: a review of the black box showed an unexplained power interruption after the last basal delivery on the day of the complaint. The pump was powered back on the next day. The pump powered up and was successfully run for 24 hours. The battery cap was able to secure to the pump. No damage was found to the battery cap or the battery compartment. The pump cover was removed to find no defects to the power flex or internal components. The power complaint was unable to be duplicated during investigation.